Event description:
Info was received that reported a pt was hospitalized sometime in 2008, due to hyperglycaemia. The reporter stated that on the day of the incident in the morning, the pt's blood glucose was 78 mg/dl. Around lunchtime she was nauseous and vomiting. The pt was brought to the hosp. Upon admit, her blood glucose was 521 mg/dl. She was diagnosed in diabetic ketoacidosis, she was treated with IV fluids and insulin. Upon removal of the subcutaneous infusion set, they discovered the cannula was bent at a 90 degree angle. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.